Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed and the blood leak was confirmed with test strips. There was an estimated blood loss of 250 cc. There was no medical intervention and nor reported patient ill effects. The sample was discarded; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted gy the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.